Event description:
It was reported to philips that intermittently the system was unable to emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary diagnostic procedure was performed by the customer when the issue occurred and the procedure was completed by pressing the footswitch again. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to emit x-ray. Review of the system log file showed that the tube was out of range. Upon troubleshooting fse found that the x-ray tube was defective. To resolve the issue, fse replaced x-ray tube and performed calibration. The defective tube was returned to philips for analysis and found the insulation issue between the filament and the cathode head ; resulting a significant filament short circuit after extensive use. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury. The x-ray issue was completed as planned by pressing the footswitch again. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.